Manufacturer narrative:
Product complaint # (B)(4). His report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary (B)(6) 2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. Corrected: g1.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of left attune cr rp primary knee, with date of primary surgery (B)(6) 2017. Original implants were size 7 left cr femur, size 7 rp tibial baseplate, size 7, 8mm cr rp insert, no patella resurfacing at index procedure. Cmwii in separate mixes for tibia and femur had been used. Patient xrays looked fine post op, at 6 months showed some rll, then at 2.5 years patient started to feel severe pain in both sides, and xrays showed loosening on both femurs query of some cysts on tibia also. Left side was most painful, so was first to be revised. Femur came off very easily, with fibrous membrane surrounding the bone, and cysts around the femoral lug holes. Tibia was more well fixed, but the cr rp poly had severe wear with lots of pitting all over the articulating surface and signs of backside wear underneath. No signs of any loose bodies in the joint. Revised with attune revision. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.) - pain, loss of mobility, implant loosening, revision surgery.